Event description:
It was reported that an ilet user experienced hyperglycemia with a highest documented glucose of 381 mg/dl, accompanied by high-glucose alerts on the device and use of an inset infusion set changed the prior morning; the caregiver also reported the user had a fever for several days. Symptoms included headache. Outcomes included elevated glucose requiring troubleshooting and education by the agent. Investigation included guided troubleshooting with the caregiver and a recommendation to replace infusion supplies to address a potential infusion or site issue, and arrangement for follow-up assisted training with a spanish-speaking trainer. Investigation of this case revealed that illness with fever could have contributed to elevated glucose, while the possibility of an infusion or site issue could not be excluded; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear with illness-related hyperglycemia and potential infusion-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.